Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information were made. A completed questionnaire was received. (B)(4).

Event description:
An optometrist reported that eleven days following photo refractive keratectomy (prk), the patient presented with epithelial defects in both eyes. The patient reported experiencing foreign body sensation (left eye more than right eye), eye irritation, and photophobia. Per the patient, three days prior to symptoms, she had been exposed to smoke while barbecuing, and artificial tears did not help. A completed questionnaire was received from the optometrist, who reported that the event resolved after three days of treatment with antibiotic drops and bandage contact lenses. Per the optometrist, the patient also presented with +1 superficial punctate keratitis in both eyes, after the bandage contact lenses were removed. In the surgeon's opinion, the laser did not cause or contribute to the event. No further information is expected. There are two medical devices reports associated with this event. This report is for the right eye.